Manufacturer narrative:
Following return for analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up right atrial loss of capture was exhibited; this lead was suspected to have dislodged. No resulting adverse patient effects. The system was reprogrammed and a lead revision scheduled. During the sequent lead revision, the physician observed a coiled lead within the pocket, consistent with a case of twiddler's syndrome. An attempt was made to reposition the dislodged lead tip; however helix rotation was unsuccessful and the lead was explanted. The explanted lead is intended to be returned for analysis. A new lead of same model type was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body likely resulted or contributed to, lead dislodgement. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.